Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported, the alleged issue occurred on (B)(6) 2013 in the morning. The patient reported obtaining readings of "450, 59, and 180mg/dl" on the same lfs meter. Based on statistical methodology, the calculated difference of these readings exceeds the expected result of <=20% or <=20mg/dl obtained within 20 minutes of each other. The patient reported using a combination of medications including metformin 850mg three times a day and humalin r 18 units in the morning and humalin n 10 units in the evening. The patient denied making any changes to his usual diabetes management routine. The patient reported 10 minutes after the alleged issue began she felt "dizzy, shaky, lightheaded." The patient denied having any treatment in response to the alleged issue. During the time of troubleshooting the cca determined the meter was in the correct unit of measurement at the time of testing and he was using an approved sample site to obtain the samples. The patient's test strips were in good condition, however, a control solution test was not run since the patient did not have control solution at the time of testing. The patient's test strips and test strips vials were in good condition. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient reported due to the alleged issue he developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
(B)(4): the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found.